Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 32x2.50mm taxus (tm) liberte (tm) stent was selected, however, during unpacking the physician noticed that the stent was damaged. The procedure was completed using a 2.5x38mm taxus (tm) liberte (tm) stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There were several rows of stent struts on the proximal end of the stent that were bent and stretched. The outer diameter of the undamaged portion of the stent was measured using a digital snap gauge, the stent was not within the specification. The bumper tip of the device showed no signs of damage. There was blood on the proximal end of the balloon. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 32x2.50mm taxus liberte stent was selected, however, during unpacking the physician noticed that the stent was damaged. The procedure was completed using a 2.5x38mm taxus liberte stent. No patient complications were reported and the patient's status was stable.